Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
It was reported that on (B)(6) 2025, the patient underwent removal surgery for the pfna. The primary surgery was performed on (B)(6) 2023. In the surgery, the surgeon attempted to connect the extraction screw to the blade clockwise instead of counterclockwise and was unable to attach it. When the surgeon attempted to force the connection by hammering, the threaded part at the tip of the extraction screw broke and the hexagonal part broke off. The surgeon then attempted to unlock the blade rotation locking mechanism but was unable to do so because there was no screwdriver that matched the blade's hexagonal dimensions. The surgeon shaved the outer cortex around the blade and attempted to remove it by grasping it with pliers, but it would not move at all. Due to the risk of causing an iatrogenic fracture, he gave up on removing it and ended the surgery. There were no fragments inside the body. The surgery was completed with a more than sixty (60) minute delay.